Event description:
It was reported to boston scientific corporation that upon unpacking of the pneumatic hand pump, the customer noticed that the scale of the gauge marked at 30 psi. It was reported that there were no other visible issues noted to the device and there was no any damage noted to the packaging. There was no patient or procedure involved.

Manufacturer narrative:
This is a reusable device; therefore, there is no expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that there were some scratches on the lens which could have been caused during cleaning. The needle was not within the zero zone. The zero was reset to within the zone, and the unit was hooked up to the test gauge and inflated. Unit inflated to 20 psi with no problem and was within specification and repeated 5 times with same results. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. It was confirmed that the needle was not within zero zone, which could have led to gauge reading inaccurate. This was likely due to dropping or jarring during normal use and or cleaning. Therefore, the most probable root cause associated with this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that upon unpacking of the pneumatic hand pump, the customer noticed that the scale of the gauge marked at 30 psi. It was reported that there were no other visible issues noted to the device and there was no any damage noted to the packaging. There was no patient or procedure involved.